Manufacturer narrative:
The unit received pump error 43 during testing. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests or verify 44, 41 alarms due to the pump error 43. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple pump error 43 on 11/29/2024 12:41:29, 11/29/2024 12:41:36. And pump error 41 on 11/29/2024 12:41:30.000. No pump error 44 during testing and in file his story. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, battery connector, battery tube, motor, vibrator during visual inspection. Motor failed motor test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube), label damage. In conclusion, pump error 43 during testing and pump error 43, 41 alarms in the trace/history files due to motor defective and cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 41(motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period), pump error 43(an error in the motor was detected by reading an unexpected value from hall sensor), pump error 44(the number of pump strokes remaining in a bolus is larger than the maximum bolus) and crack to the pump. The customer reported no adverse event. The event involved product(s) mmt-1885l. Troubleshooting was performed and the customer was able to clear the alarm and able to rewind the pump. No harm requiring medical intervention was reported. Mmt-1885l was requested and the customer response was the device would be returned.